Event description:
In 12/04 -a pt had a knee repair for a meniscus tear. During the case, the arthroscopy pump began to alarm with various error messages and shutting down. This indicated there might have been some occlusion. It is reported that the flow/pressure were increased at some point during the case while the alarms were sounding. Swelling of the knee was noted. A second pump & set up was brought into the room. This time the second pump started "racing" (increasing the flow of fluid) and the knee continued to swell. The case was aborted and rescheduled a few dyas later. The pt remained in the hosp until the repair was performed.